Event description:
The following report was received from the affiliate: approximately six days post index procedure, the patient experienced chest pain and a sub acute thrombotic event. Angiogram results confirmed that the target lesion (left anterior descending) was completely blocked. The event was treated with an export thrombectomy catheter. The patient was reported as being in good conditions and there were no complications during procedure. At index procedure the lad was treated with three cypher des. Physician's comment on the event: the physician indicated that he thought the thrombosis may have been caused by most proximal cypher stent was under deployed and this enhanced the risk of complications. During the index procedure, the under expanded stent was expanded with a balloon, and the lesion was fully covered with another cypher stent 2.75 x 8mm.

Manufacturer narrative:
This file has been re-accessed as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product. Please note: this cypher select with an unknown catalog and lot number is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. This is one of three products being reported for the same event. Please reference manufacturing reports#: 9616099-2006-01647, 9616099-2006-01649, and 9616099-2006-01650. Any additional information will be submitted within 30 days of receipt.